Event description:
Update - (B)(6) 2015 - der rcvd. Added dor, patient height, weight and activity level, sales rep and surgeon information and added stem and sleeve products.

Event description:
Litigation alleges severe pain and suffering, disability, physical impairment, disfigurement, severe emotional distress and mental anguish, loss of the capacity for the enjoyment of life, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/10/2015 - medical records received. Upon revision, effusion, black synovitis, trunnion changes and trunnionosis, 15 ml of dark betadine colored fluid, heterotopic ossification, and bone loss was noted. The information received does not change the MDR decision. This complaint was updated on: 03/17/15.